Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The device tested positive for one (1) colony forming unit (cfu) of aeromonas hydrophila on the distal end and less than one (1) cfu of unspecified micro-organisms. The obtained results are in conformance with the requirements. The device was evaluated by olympus. There was a cracked light guide lens, chipped adhesive on the charged coupled device cover lens, separated glue on the bending section cover, corroded connector and a worn biopsy channel. The customer provided the cleaning, disinfection, and sterilization (cds) practices performed onsite. The customer uses detergent aniosyme x3 during pre-cleaning. During manual cleaning, the customer brushes the operating channel using lta medica, sd-3748/25 brushes and uses detergent aniosyme x3 and disinfectant anioxy twin. The cylinders are manually cleaned. Etd4 (endothermo disinfector) was used as the automatic endoscope reprocessors (aer). The customer uses esset 2 (esset soluscope) edc (serial number (B)(4) for storage of the scope. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera duodenovideoscope tested positive for over 80 colony forming units (cfus) for unspecified micro-organisms on the distal end, two (2) cfus for unspecified micro-organisms on the auxiliary channel, pseudomonas putida on an all channel sample and pseudomonas aeruginosa on the suction channel and 3 cfus of pseudomonas putida on elevator channel. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.